Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during planned device change, the pacing was inhibited when using electrocautery during replacement procedure. Afterwards, the device delivered unipolar pacing even though bipolar was programmed. The device was successfully explanted. The condition of the patient was fine.